Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and autoimmune thyroiditis ("hashimoto's") in a 39-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), fatigue ("fatigue"), hair colour changes ("go into shock with hair color"), depression ("depression"), nausea ("nausea") and allergy to metals ("nickel allergy") with rash and was found to have thyroid hormones increased ("thyroid up and down") and thyroid hormones decreased ("thyroid up and down"). On (B)(6)2017, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), dysmenorrhoea ("menstrual pain"), menorrhagia ("severe menstrual bleeding"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: slow") and was found to have weight increased ("uncontrollable weight gain"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, vaginal infection, fatigue, weight increased, dysmenorrhoea, menorrhagia, vaginal discharge, procedural pain, thyroid hormones increased, thyroid hormones decreased, hair colour changes, depression, nausea, pelvic pain and gastrointestinal disorder outcome was unknown, the autoimmune thyroiditis was resolving and the allergy to metals had resolved. The reporter considered abdominal pain lower, allergy to metals, autoimmune thyroiditis, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, hair colour changes, menorrhagia, nausea, pelvic pain, procedural pain, thyroid hormones decreased, thyroid hormones increased, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Lot number: 959217, manufacture date: 2012-03, expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and autoimmune thyroiditis ("hashimoto's") in a 39-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), thyroid hormones increased ("thyroid up and down"), thyroid hormones decreased ("thyroid up and down"), hair colour changes ("go into shock with hair color"), depression (" depression"), autoimmune thyroiditis (seriousness criterion medically significant), nausea ("nausea") and allergy to metals ("nickel allergy") with rash. On (B)(6) 2017, 4 years 4 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), weight increased ("uncontrollable weight gain"), dysmenorrhoea ("menstrual pain"), menorrhagia ("severe menstrual bleeding"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: slow"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal infection, fatigue, weight increased, dysmenorrhoea, menorrhagia, vaginal discharge, procedural pain, thyroid hormones increased, thyroid hormones decreased, hair colour changes, depression, nausea, pelvic pain and gastrointestinal disorder outcome was unknown, the autoimmune thyroiditis was resolving and the allergy to metals had resolved. The reporter considered abdominal pain lower, allergy to metals, autoimmune thyroiditis, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, hair colour changes, menorrhagia, nausea, pelvic pain, procedural pain, thyroid hormones decreased, thyroid hormones increased, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and autoimmune thyroiditis ('hashimoto's') in a 39-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), fatigue ("fatigue"), hair colour changes ("go into shock with hair color"), depression ("depression"), blister ("rashes or skin conditions- type: blisters"), nausea ("nausea") and allergy to metals ("nickel allergy / allergies") and was found to have thyroid hormones increased ("thyroid up and down") and thyroid hormones decreased ("thyroid up and down"). On (B)(6) 2017, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), dysmenorrhoea ("menstrual pain"), menorrhagia ("severe menstrual bleeding"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: slow") and abdominal pain ("abdominal pain") and was found to have weight increased ("uncontrollable weight gain"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal infection, fatigue, weight increased, dysmenorrhoea, menorrhagia, vaginal discharge, procedural pain, thyroid hormones increased, thyroid hormones decreased, hair colour changes, depression, blister, nausea, pelvic pain, gastrointestinal disorder and abdominal pain outcome was unknown, the autoimmune thyroiditis was resolving and the allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune thyroiditis, blister, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, hair colour changes, menorrhagia, nausea, pelvic pain, procedural pain, thyroid hormones decreased, thyroid hormones increased, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Lot number: 959217 manufacture date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs was received. Event abdominal pain was added. Previously added event rash updated with blisters. Event onset date was added. Lawyer was added. Aka name was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") and autoimmune thyroiditis ("hashimoto's") in a 39-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), thyroid hormones increased ("thyroid up and down"), thyroid hormones decreased ("thyroid up and down"), hair colour changes ("go into shock with hair color"), depression (" depression"), autoimmune thyroiditis (seriousness criterion medically significant), nausea ("nausea") and allergy to metals ("nickel allergy") with rash. On (B)(6) 2017, 4 years 4 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), weight increased ("uncontrollable weight gain"), dysmenorrhoea ("menstrual pain"), menorrhagia ("severe menstrual bleeding"), vaginal discharge ("vaginal discharge"), pelvic pain ("pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: slow"). The patient was treated with unilateral salpingectomy. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, vaginal infection, fatigue, weight increased, dysmenorrhoea, menorrhagia, vaginal discharge, procedural pain, thyroid hormones increased, thyroid hormones decreased, hair colour changes, depression, nausea, pelvic pain and gastrointestinal disorder outcome was unknown, the autoimmune thyroiditis was resolving and the allergy to metals had resolved. The reporter considered abdominal pain lower, allergy to metals, autoimmune thyroiditis, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, hair colour changes, menorrhagia, nausea, pelvic pain, procedural pain, thyroid hormones decreased, thyroid hormones increased, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. Events thyroid up and down, go into shock with hair color, depression, hashimoto's disease, rashes, nausea, nickel allergy, abdominal pain, fatigue, weight gain, gastrointestinal disorder & device monitoring procedure not performed are added. Lot number added. Lab data updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), device related infection ('infected reaction to implantable device') and autoimmune thyroiditis ('hashimoto's') in a 39-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), allergy to metals ("nickel allergy / allergies"), fatigue ("fatigue"), hair colour changes ("go into shock with hair color"), depression ("depression"), blister ("rashes or skin conditions- type: blisters"), nausea ("nausea") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: slow") and was found to have weight increased ("uncontrollable weight gain"), thyroid hormones increased ("thyroid up and down") and thyroid hormones decreased ("thyroid up and down"). On (B)(6) 2017, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device related infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain"), heavy menstrual bleeding ("severe menstrual bleeding"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (da vinci assisted laparoscopic bilateral cornual resection, essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, device related infection, pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, vaginal infection, vaginal discharge, procedural pain, fatigue, weight increased, thyroid hormones increased, thyroid hormones decreased, hair colour changes, depression, blister, nausea and gastrointestinal disorder outcome was unknown, the autoimmune thyroiditis was resolving and the allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune thyroiditis, blister, depression, device related infection, dysmenorrhoea, fatigue, gastrointestinal disorder, hair colour changes, heavy menstrual bleeding, nausea, pelvic pain, procedural pain, thyroid hormones decreased, thyroid hormones increased, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. No. Of coils in left ostia: 3, no. Of coils in right ostia: 3 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Lot number: 959217 manufacture date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), pelvic infection ('infected reaction to implantable device') and autoimmune thyroiditis ('hashimoto's') in a 39-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient do not underwent essure confirmation test". On b)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), allergy to metals ("nickel allergy / allergies"), fatigue ("fatigue"), hair colour changes ("go into shock with hair color"), depression ("depression"), blister ("rashes or skin conditions- type: blisters"), nausea ("nausea") and gastrointestinal disorder ("gastrointestinal or digestive system condition type: slow") and was found to have weight increased ("uncontrollable weight gain"), thyroid hormones increased ("thyroid up and down") and thyroid hormones decreased ("thyroid up and down"). On (B)(6) 2017, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("menstrual pain"), heavy menstrual bleeding ("severe menstrual bleeding"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (da vinci assisted laparoscopic bilateral cornual resection, essure removal, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, pelvic infection, pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, vaginal infection, vaginal discharge, procedural pain, fatigue, weight increased, thyroid hormones increased, thyroid hormones decreased, hair colour changes, depression, blister, nausea and gastrointestinal disorder outcome was unknown, the autoimmune thyroiditis was resolving and the allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune thyroiditis, blister, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, hair colour changes, heavy menstrual bleeding, nausea, pelvic infection, pelvic pain, procedural pain, thyroid hormones decreased, thyroid hormones increased, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. No. Of coils in left ostia: 3, no. Of coils in right ostia: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Lot number: 959217 manufacture date: 2012-03 expiration date: 2015-03. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information added. Rcc updated. New event added- pelvic infection. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), fatigue ("fatigue"), weight increased ("uncontrollable weight gain"), dysmenorrhoea ("menstrual pain"), menorrhagia ("severe menstrual bleeding") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2017. On (B)(6) 2017, 4 years 4 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the abdominal pain lower, vaginal infection, fatigue, weight increased, dysmenorrhoea, menorrhagia, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, procedural pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.